Event description:
(B)(6) -the dealer reported that the 6495 commode arm rest weld was broken. There was no patient injury reported.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1525712-2013-00868 indicting the manufacturer as unknown. The correct manufacturer for the 6495 shower commode chair is invacare (B)(4).